Manufacturer narrative:
A review of this complaint found that the patient wore the device for 1 day of the 14 days prescribed. The patient contacted irhythm customer care and was advised to remove the xt device and seek medical attention. It was also noted that the patient had no previous history of reaction to medical adhesive or sensitive skin. Although the patient¿s cut sustained during the application process cannot be ruled out, the cause of the reported event cannot be determined at this time. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr 803 as a serious injury. This report does not constitute an admission by irhythm that the product described in this report has any defects, or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to their healthcare provider with skin irritation and signs of a secondary infection allegedly caused by the zio xt. The patient reported her previous device (sn. (B)(6)) fell off and would not stick, so she returned it for a replacement. Upon receiving the replacement device, the patient shaved the affected area and sustained a cut during prep for the new device application. The patient reportedly adhered the replacement zio xt device to her skin and afterward began to exhibit signs of infection as the application area appeared dark red with puss. The patient sought medical attention for their symptoms and was prescribed a 14-day oral antibiotic cephalexin (500mg,4x daily) by their healthcare provider. The patient reported a permanent scar at the infection site.